Event description:
It was reported via repair work order that the unit had no power due to power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - parts sent to customer for repair.